Manufacturer narrative:
Qn#(B)(4). The device history review for the et tube, cf,7.5 lot# 73d2200280 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the ed physician intubated a patient and had difficulty with the tube. Respiratory checked the balloon prior to intubation and it inflated properly. After introducing the tube, it would not hold air. This happened on 2 different et tubes, 3rd held air. The tube is a 7.5mm hudson rci tube, lot 73d220280 with a 04/10/2027 expiration. This same situation happened with two other 8.0 tube et tubes. The reported defect was detected during use on patient.